Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568-45 implantable pacing lead 2005 (B)(6); (B)(4) implantable pulse generator 2005 (B)(6). (B)(4).

Event description:
It was reported that the atrial and ventricular leads were replaced due to perforation at implant. No patient complications have been reported as a result of this event.